Event description:
On (B)(6) 2016 it was reported that the patient underwent prophylactic generator replacement. The explanted generator could not be returned for product analysis as the device was in the therapeutic consultant's bag that was stolen.

Event description:
It was reported that the patient was seen by the physician and the vns showed ifi=yes. The physician stated that he has the patient at a 49% duty cycle but doesn't think the battery should be dying so soon. A battery life calculation (blc) was performed which showed 4.1 years remaining until neos=yes. However, the most recent line of programming history was from (B)(6) 2013 which showed the device programmed to output=1ma/frequency=25hz/pulse width=500usec/on time=30sec/off time=1.1min which is not a 49% duty cycle and therefore the patient's settings have since been adjusted and the blc may not be accurate. Additional programming history was requested from the physician but has not been received to date.

Event description:
A copy of the physician's flashcard was received but it could not be read. Good faith attempts were made for another copy of the physician's flashcard but a copy has not been received to date. Clinic notes dated 12/14/2015 were received for review which indicated that the recent testing of the vns showed ifi=yes.